Event description:
Error code 50032 at initial inflation procedure halted and balloon exchange. During first ablation application, error code was received. This code indicates the catheter is defective. The cryoballoon catheter was removed and replaced with a new catheter with no further problems. There was no harm to the patient. Rep is aware and equipment was sent back.